Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Nellcor puritan bennett was not authorized to repair the vent.

Manufacturer narrative:
As per hospital's biomed the alleged malfunction could not be duplicated, the unit is working accordingly with no error codes. At this time, he is unclear if he will be replacing the pressure solenoid, biomed will notify covidien if repair is performed.